Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("the essure coils were deeply imbedded in bilateral ostia") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 2, multi gravida, perineal pain, uterine pain, nickel allergy, dysfunctional uterine bleeding, pelvic pain female, migraine, headache, heavy periods, marijuana use, cholecystitis, hypercalcemia, cholecystectomy, pelvic pain female, dysmenorrhea, parathyroid adenoma and drug allergy (rocephin vicodin). Never smoked. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2272 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix & robotic assisted bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: a. Left fallopian tube with essure coil b. Right fallopian tube with essure coil. Gross description: left fallopian tube with essure coil, is a 7.3 x 1.2 x 1 cm tan segment of fallopian tube, with fimbriated end. Sectioning reveals a pinpoint lumen. Extending from the proximal aspect of the specimen is a silver metallic coil, consistent with an essure coil. Right fallopian tube with essure coil, is a 6.8 x 1.2 x 0.7 cm tan segment of fallopian tube, with fimbriated end. Sectioning reveals a pinpoint lumen. Extending from the proximal aspect of the specimen is a silver metallic coil, consistent with an essure coil. Diagnosis: a. Left fallopian tube with essure coil: full cross section of fallopian tube identified. Essure coil grossly identified. B. Right fallopian tube with essure coil: full cross section of fallopian tube identified. Essure coil grossly identified. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2272 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 15-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2272 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("the essure coils were deeply imbedded in bilateral ostia") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 2, multi gravida, perineal pain, uterine pain, nickel allergy, dysfunctional uterine bleeding, pelvic pain female, migraine, headache, heavy periods, marijuana use, cholecystitis, hypercalcemia, cholecystectomy, pelvic pain female, dysmenorrhea, parathyroid adenoma and drug allergy (rocephin vicodin). Never smoked. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2272 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix & robotic assisted bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: a. Left fallopian tube with essure coil. Right fallopian tube with essure coil. Gross description: left fallopian tube with essure coil, is a 7.3 x 1.2 x 1 cm tan segment of fallopian tube, with fimbriated end. Sectioning reveals a pinpoint lumen. Extending from the proximal aspect of the specimen is a silver metallic coil, consistent with an essure coil. Right fallopian tube with essure coil, is a 6.8 x 1.2 x 0.7 cm tan segment of fallopian tube, with fimbriated end. Sectioning reveals a pinpoint lumen. Extending from the proximal aspect of the specimen is a silver metallic coil, consistent with an essure coil. Diagnosis: left fallopian tube with essure coil: full cross section of fallopian tube identified. Essure coil grossly identified. Right fallopian tube with essure coil: full cross section of fallopian tube identified. Essure coil grossly identified. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Event medical device removal is replaced with event device embedded. Surgical pathology report added. Medical history, lab data & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.